Event description:
The complainant reported an under-delivery. Per visual assessment, half the feed remained. Rate and volume specific information was not provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Insufficient flow or under-infusion. No consequences or impact to patient. The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed in the u.s.

Manufacturer narrative:
(B)(4). (B)(6).